Event description:
It was reported that the patient developed a hematoma three weeks after implant. The pocket was opened and irrigated with antibiotic solution. The pocket was then closed and the device remained implanted. The patient was in satisfactory condition. No further complications have been reported.

Manufacturer narrative:
Initial reporter: company representative.